Event description:
Pt was implanted with tfn consultant on an unknown date in (B)(6) 2011. Pt was returned to the operating room on an unknown date for removal of hardware due to broken trochanteric nail. It is unknown as to the event or pt reaction associated with the broken nail. The surgeon removed the nail and replaced with a new nail and replaced the hb and screw as well. The sales consultant did not report anything notable associated with the pt's status pre or post operatively.

Manufacturer narrative:
Reported date of implant is (B)(6) 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.